Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the ovation ix abdominal aortic aneurysm stent. On that date of the initial procedure, an endoleak was observed by angiogram; a palmaz stent was implanted but this did not resolve the leak, and the patient left the operating room. The patient will be re-evaluated at 30-day follow-up.